Manufacturer narrative:
Ous MDR - during the analysis of the lead, the insulation of the lead body was massively damaged by squashing about 35 cm distal of the connector pin. This damage manifestation can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires an excessive pressure load on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress to the lead caused by the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide info on the positional relationships of the implanted system in the body, were not available for analysis. There were no indications of material defects or mfg errors.

Event description:
Ous MDR - after an implantation time of about 1 month, oversensing was reported. The device was explanted and there were no other adverse pt effects reported.